Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer confirmed the pump display turned on when plugged into a power source, and insulin delivery was successfully resumed. Customer's blood glucose ranged from approximately 126-127 mg/dl.